Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported on 29jul2019 that the patient's international normalized ratio (inr) goal was increased to 2-2.5 and the patient would be scanned for rectus sheath bleeding. No further information was provided.

Manufacturer narrative:
Additional information: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's gastrointestinal bleeding was stable and no treatment was administered. No further information was provided.